Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during ear surgery, the instrument (mco7a) broke into two parts. The parts were retrieved by the surgeon. An unspecified increase in surgery time was reported; however, no patient injury occurred.

Manufacturer narrative:
Updated fields: d1, d2a, d3, d4, d9, g3, g9, h2, h3, h6, h10. The curette (mco7a-1) was returned for evaluation: failure analysis: evaluation of the curette verified the complaint reported by the customer as valid. One side of the device was broken, and the other was bent. There is no batch number on the device that it suggests it is a very old device. There is an etching "1995" which may correspond to the date of purchasing by the customer. There is no servicing etching. Root cause: considering the date of manufacture of the device, around 1995, the reported event is due to a normal wear of the device.

Event description:
N/a.